Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to deplete rapidly. Additionally, multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to manual injections for alternate insulin therapy. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.